Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for low out-of-range shock lead impedance measurements on the right ventricular (rv) lead. Technical services (ts) analyzed the presenting electrogram (egm) and found that the shock impedance values were as low as 12 ohms. It was noted that there were also low pacing impedance measurements with the rv lead that remained within normal range. There were stored non-sustained ventricular episodes with noise on the rv channel that was being over-sensed. Ts provided troubleshooting including in-clinic testing, isometrics, and chest x-ray. Isometric testing was performed in clinic which reproduced noise. Electrophysiologist was notified. No adverse patient effects were reported. Currently, this ICD system remains in service.

Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for low out-of-range shock lead impedance measurements on the right ventricular (rv) lead. Technical services (ts) analyzed the presenting electrogram (egm) and found that the shock impedance values were as low as 12 ohms. It was noted that there were also low pacing impedance measurements with the rv lead that remained within normal range. There were stored non-sustained ventricular episodes with noise on the rv channel that was being over-sensed. Ts provided troubleshooting including in-clinic testing, isometrics, and chest x-ray. Isometric testing was performed in clinic which reproduced noise. Electrophysiologist was notified. No adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this ICD was electively explanted during scheduled generator change out procedure and replaced with a new ICD. No adverse patient effects were reported outside of replacement procedure. This product will not be returned according to boston scientific field representative.